Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. The noise was able to be reproduced with patient isometrics. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. Lead to device header connections were verified to be appropriate. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.